Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. On the same day as event onset, the patient was hospitalized for the peritonitis event and began treatment with unspecified antibiotics. Six days later, the patient was discharged from the hospital to continue with antibiotics treatment at home. At the time of this report, the patient has not recovered from the event. Action taken with pd therapy was unknown. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.